Event description:
As reported to coloplast, the testicular lost fluid.

Manufacturer narrative:
One testicular device was received for eval. Examination and testing of the returned component revealed no functional abnormalities. Because no functional abnormalities were observed, the cause of the reported event cannot be determined.